Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). Patient representative reported the device never successfully relieved the patient's pain. If it did help, it was very slight help. One day pt was in a lot of pain and stim was out until pt charged and pt learned stimulator was helping somewhat but still not like they were hoping for. Pt was hoping they could walk around and stand for a period of time. The pain is still there.  Patient met with a couple of representatives when they continued to have problems of device not controlling the pain. It was difficult reaching any rep, pt could not get a hold of them. They would not come to pt's home and there was no place to meet. One time they met at a gas station to reprogram. Pt did not have pain management hcp. Then pt connected with a surgeon who did the back surgery on the patient prior to implant and surgeon said to see a pain hcp. Pt then connected with an hcp who helped reaching out to the rep. Rep said when they were working on programming, pt was having no feeling in the right side of lower back where pt had pain. It was not reaching the lower part of the back. Asked when rep was notified. Pt rep did not give a specific date. Pt rep said when implanted pt did not realize they would need to follow up with anyone. At first they kept telling pt to let it go, you are healing. Pt waited and when it healed pt went back to the hospital which was a 4 hour round trip. Reps tried reprogramming. Pt had a surgery done on (B)(6) 2023, where they put an extension and flipped out the battery (implanted competitor device) so that the stim would hit the lower part of the back where it was not hitting the first time. Due to not having hcp or rep close in the area, pt agreed to go with competitor stimulator and extension. With competitor implant, pt noticed no change, no difference, it is still not giving pt pain relief. Pt rep was upset that before implanting the competitor device with extension, pt was told they could have mris. It was important for the pt because they had previous brain surgery and knew they might need an MRI. Pt has brain issues and needs an MRI of the brain and today they told them pt cannot have an MRI. Reviewed MRI info.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.